Event description:
During an incident in 2000 involving a patient, the crew could not get a reading from the pads. They changed the pads and were able to shock the patient 3 times. The patient was pronounced at a hospital.

Manufacturer narrative:
The returned multifunction electrode pads, lot y041999-4 expiration dated 2001-04, were received stuck together face to face in a shorted together condition that was verified by a measurement of 2 ohms. The electrode pads were pulled apart (separated) and were then applied to an impulse 3000 energy meter where they analyzed and shocked a vfib rhythm 3 times with no problems. No connection problems were found that would prevent ECG monitoring or shock delivery. The customer was sent a letter explaining our evaluation.